Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The report of suspected thrombus could not be confirmed based on the evaluation of the returned lvad pump. The report of a malpositioned inflow conduit also could not be confirmed. The pump returned with the driveline cut approximately 5.5¿ from the pump housing and the severed portion of the driveline did not return. The sealed inflow conduit returned attached to the pump inlet port. The apical sewing ring was not present on the inlet extension. The lumen of the inlet tube was free of deposition. The interior of the knitted graft was free of deposition and distortion. The silicone sleeve over the graft conduit properly secured to the graft attachments. Examination of the lumen of the inflow elbow revealed no depositions. The o-ring used to create a seal between the inflow elbow and the pump inlet port was intact and sat properly in the o-ring gland of the elbow. The ptfe washer presented and sat properly within the inlet screw ring. Upon disassembly of the returned pump, examination of the pump blood-contacting surfaces revealed no depositions. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump was found to operate as intended. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 8 months. The device was returned for analysis. Evaluation is not complete. No further information was provided. A supplemental report will be submitted when the device analysis is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on approximately (B)(6) 2015 the patient had fallen on the left side of the chest and body and subsequently experienced dizziness, lightheadedness, felt weak and was hypotensive. The patient had extensive bruising on her left side, leg and chest. An echocardiogram showed that the left ventricle size did not change when ramping the speed from 9000-11000rpm (was 4.6cm) and at a pump speed of 11000rpm the patient¿s aortic valve was opening 1:1 with each heartbeat. The septum remained midline. The patient¿s inr was 1.6 and a heparin infusion was started. There were no abnormal events noted in the system controller data log file. The physicians suspected pump malposition or possible pump thrombosis, though there was no concrete evidence of thrombus as the lactate dehydrogenase levels were normal. The patient was taken to the or where the surgeon attempted to reposition the inflow cannula. It was thought that the cannula was facing the anterior left ventricular wall. A ramp study performed after the repositioning found there was still no unloading of the left ventricle, even at speeds up to 13000rpm and the 1:1 aortic valve opening persisted. The pump was subsequently exchanged on (B)(6) 2015. The patient was reported to be doing well and was discharged home.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: s/p fall at home, hit left chest, abnormal ramp study. Additional information also included indicated that the patient underwent a pump exchange. Thrombus event: signs or symptoms: abnormal pump parameters. Device malfunction causative factor: patient accident. Device malfunction causative factor: technical/procedural issues.